Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button does not respond to commands due to the contamination inside the button. The other buttons were tested successfully and comply with the product specifications.

Event description:
Patient reported the buttons on the infusion device do not function, and this resulted in difficulty programming basal and bolus amounts. She experienced erratic blood glucose as a result and provided the following readings: 21.5 mmol/l (387 mg/dl), 30.0 mmol/l (540 mg/dl), 1.5 mmol/l (27 mg/dl), 2.0 mmol/l (36 mg/dl). The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.